Manufacturer narrative:
Based on the results of the investigation, the root cause could not be conclusively identified. Probable cause could be due to use handling issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation dirty lens white residues was observed . There was no patient involvement.